Manufacturer narrative:
The returned devices were examined. The tips were broken off and some of the welds between the alignment blocks and shafts have cracked. A review of the manufacturing records did not detect any issues which would have contributed to this event. This is report two of four for this event. Reference reports 3004485144-2016-00337 thru 3004485144-2016-00340.

Event description:
It was reported that some screw inserters were found worn during a routine inspection outside of surgery. However, the returned screw inserters were examined and found to have fractured tips. No patient involvement.